Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. During the process of conditioning and filling the infuser with 5% dextrose solution, for a total volume of 240 ml, carried out by the mixing center, a leak occurred in the elastomeric reservoir through the filling port, which caused liquid to enter the external casing of the device. This issue was also described as, ¿liquid is leaking into the infuser housing¿ and ¿as the days go by, the amount of liquid outside the rubber band increases¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d4: unique identifier (UDI) #. Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured january 6-8, 2025. H11: the device was received for evaluation. Visual inspection via the naked eye noted fluid inside the housing. A leak test was performed on the sample by filling the bladder with green color water to the nominal volume. Immediately after fill, leak was observed coming out at one side of the bladder crimp, inside the housing. The reported condition was verified. The cause for bladder crimp leak could not be determined; however, may be related to variation within the raw material properties of the bladder used in manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.